Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 468 mg/dl and ketone level was moderate. Customer delivered a bolus via pump to address bg. Customer went to the emergency room and was admitted to the hospital. Hospital treated customer with manual insulin injections and customer consumed water. Elevated bg resolved with no permanent damage. Customer was discharged the next day. During troubleshooting with technical support, no issues were identified with the cartridge, insulin or infusion set tubing/cannula. No issues were identified with pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.